Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and the customer confirmed that the device will not go into standby mode. Trouble shot with customer. Customer checked device in service mode. Asked customer what average air slpm (standard liter per minute) is showing with device set to 0. Customer states at 0 device are reading -5.4splm. Informed customer that is the reason device is not going into standby mode. Advised customer that if sw is 3.20, he can attempt to perform zero flow calibration, if still failing manufacturer recommends replacing flow sensor assembly. The customer is requesting part number and price for replacement flow sensor assembly. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.